Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the distal common bile duct to treat a 2.5cm benign stricture secondary to chronic pancreatitis during a stent placement procedure performed on (B)(6) 2023. During the procedure, the stent was successfully deployed. Three months post stent placement, during scheduled follow up, it was noted that the cyst had reduced significantly in size, and the stent had migrated into the duct. Ten months post stent placement, during scheduled follow up, esophagogastroduodenoscopy (egd) with stent removal procedure was performed. However, no stent was noted with forward viewing scope. A kidney, ureter, and bladder (kub) x-ray was performed, and the stent was noted in right upper quadrant (ruq). On (B)(6) 2023, cholangiogram was performed, and it was noted that the distal end of the stent appeared to be delaminated and overgrown with tissue. Multiple attempts to dislodge the stent with forceps was performed but were unsuccessful due to tissue overgrowth. Another wallflex was then placed within the partially embedded stent to induce necrosis of overgrown tissue and to allow easier removal of the stent. On (B)(6) 2024, the second wallflex stent was removed using a snare. Cholangiogram was performed and evidence of delamination and significant tissue ingrowth of the previously placed wallflex stent was noted in the distal common bile duct. The stent was attempted to be removed using a balloon and forceps but was unsuccessful. A non-boston scientific stent was placed into the wallflex stent. On (B)(6) 2024, the inner covered metal stent was removed using a rat tooth forceps. The wallflex stent wire was unraveled. Stent cannulated sweeps were performed to remove sludge or debris. The stent wire was cut and removed. Another non-boston scientific stent was placed into the common bile duct through the existing wallflex stent, and the procedure was competed. The physician then decided for a long term, intermittent stent replacement and clearance every six to twelve months. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of device obstruction within device. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf impact code f2301 captures the reportable event of additional stent was placed. Imdrf impact code f2202 captures the reportable event of endoscopic procedure for stent removal. Imdrf impact code f2203 captures the reportable event of a kidney, ureter, and bladder (kub) x-ray was performed.